Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4) device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found stent damage at the distal end where struts were stretched and raised. Multiple severe hypotube kinks were identified along the shaft. No issues were noted with the tip of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based device analysis completed on 17-jan-2016. It was reported that crossing difficulties occurred. The 95% stenosed, 24mm in length target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery with a vessel diameter of 3.0mm. A 3.00x24mm promus element stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.